Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device moved from its elective replacement indicator (eri) to end of life (eol), within 10 days. The device had been implanted approximately two years, at which point the battery status was 77 percent; however one year later, the end of life indicators were triggered. The patient was scheduled for a replacement and the explanted unit is expected to be returned for a longevity evaluation. No other resulting adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device moved from its elective replacement indicator (eri) to end of life (eol), within 10 days. The device had been implanted approximately two years, at which point the battery status was 77 percent; however one year later, the end of life indicators were triggered. The patient was scheduled for a replacement and the explanted unit is expected to be returned for a longevity evaluation. No other resulting adverse patient effects were reported.